Manufacturer narrative:
Voluntary medwatch report received: mw5152632.

Event description:
Voluntary medwatch report received reported that the atrial lead exhibited potential loss of capture and sensing issue. No patient consequences or intervention was reported.